Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was the matter found "sticking" to the needle inside the sealed primary packaging? Or did external matter "stick" during to the needle during removal of the packaging? The matter found sticking to the needle inside the sealed primary packaging. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date in 2024 and suture was used. The surgeon found that the needle was not smooth and had something sticking on it when he pulled the needle out from the package. There was no patient consequence. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/3/2024. H6 component code: g07002 no device problem found h6 component code: c22 - photo analysis additional information: a review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it was received one open sample that pertained to the product code w8761. Upon visual inspection of the sample, excess silicone was found in the middle of the needle. This condition caused the needle to appear to have a foreign matter. Additionally, a photo was also provided with the same condition as the received sample. Based on the information currently available, the excess silicone was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.